Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a planned treatment was performed when the issue happened. The procedure got delayed and completed by restarting the system. A philips remote service engineer (rse) examined the system remotely and confirmed that the fluoroscopy not possible. Analysis of the system log file showed that the host pc was unable to connect with the x-ray generator. Upon troubleshooting, the rse discovered there is a connection issue between the m and x cabinets. The fluoroscopy may not have been possible because the generator may not have been powered on during the channel identification phase, which would have resulted in a power outage and malfunctioning central unit + base extension (cube). To resolve the issue, the customer performed several restarts. After several restarts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system spontaneously lost power. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.